Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. A red alert detected on (B)(6) 2013 indicates that this rv lead has high shock lead impedance issues. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).